Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation and the reported problem of "would not operate" was confirmed. Further investigation found the handpiece has the potential to run on its own related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The customer returned this shaver handpiece with the report that it would not operate and the console in use displayed an error message of "torque limited." There was no injury or surgical delay associated with this event. The procedure was completed by using another shaver handpiece.